Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely the reported event occurred due to the use of excessive force from improper handling. In addition, the following non-reportable malfunction was found during the device evaluation: an image failure due to cover glass adhesion. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided. The reported event occured during reprocessing after the procedure. The procedure was for a therapeutic transurethral cystectomy (turbt), which was completed using the subject device. There was no delay to the procedure and the device was inspected before use. The customer uses and "autoclave 135°" for cleaning, disinfection, and sterilization.

Event description:
It was reported to olympus that a telescope had damage to the eyepiece. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use. Olympus will continue to monitor the field performance of this device.